Manufacturer narrative:
The customer replaced the speaker, and the issue was resolved.

Manufacturer narrative:
Submission date: 25sep2021.

Event description:
The customer reported the ventilator alarmed primary speaker failed. There was no patient involvement. The customer confirmed seeing the error in the event log. The remote service engineer advised the customer to replace the speaker.